Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was alarming and had been alarming for "about two months". The patient had heard noises, but did not realize it was coming from the pump. The patient was at their healthcare professional (hcp) office for injections when she mentioned she had not had the pump checked in a while. This was when they determined the pump was alarming. The cause of the alarm was not known. The patient then had the pump replaced. It was noted that a manufacturer representative (rep) was notified "about a week and a half ago". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the alarm was unknown. The patient was noted to be a poor historian and did not report hearing beeps to the hcp office during regular visits. The patient's weight was unknown due to the date of service being a knee injection, only when the staff did a pump reading to verify the next refill date. No further issues were reported or anticipated.